Event description:
Additional information received from a manufacturer representative (rep). It was reported the cause of the impedances was unknown. The patient was not using the electrodes with impedance issues, the device was reprogrammed for better pain coverage. It was unknown if the issue was resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 97745, serial# (B)(4), product type: programmer, patient. A supplemental report will be sent when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that a lead revision was performed on (B)(6). It was reported that the system was functioning well at the time of the report. The rep indicated that they recently received the malfunctioning lead from the facility and returned it for analysis. The device was received on 2020-01-14. No further complications were reported/anticipated.

Manufacturer narrative:
Date of event: date is an estimate (year is valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that a patient's controller "cannot provide desired settings". Impedance check showed that there were high (>40000) impedances on electrodes 0, 1, 2, 5, 6, & 7. It was reported that the patient fell out of a camper van a couple months or a month prior to report. Reprogramming took place, but it was unknown if the issue was resolved at the time of report. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4); analysis of the electrical stimulation lead (serial number (B)(4)) found that the lead body was broken 18.8 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep and it was reported the low impedance has not been checked. It will be checked at next patient meeting. The patient was sent home with three new groups. The patient is trialing all groups one week at a time. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is reporting a decrease in pain relief following the lead revision / reprogramming. An impedance check shows low impedance on electrodes 4 and 15. These electrodes were not being used in previous programming. The patient was reprogrammed, and stimulation was turned off until wednesday to allow the patient to assess his baseline pain. It's unknown at this time if the issue was resolved. No further information was reported.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, lot# serial#: (B)(6), implanted: on (B)(6) 2018, explanted: on (B)(6) 2019, product type: lead, product ID: 977a260, lot# serial#: (B)(6), implanted: on (B)(6) 2018, product type: lead, product ID: 977a260, lot# serial#: (B)(6), implanted: on (B)(6) 2018, product type: lead, product ID: 977a260, lot# serial#: (B)(6), implanted: on (B)(6) 2018, product type: lead, product ID: 977a260, lot# serial#: (B)(6), implanted: on (B)(6) 2018, explanted: on (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the high impedances was not determined. It was reported that multiple impedance checks were done to address the high impedances, but the issue was not resolved. The patient¿s weight at the time of the event was asked but was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2018. Product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6) 2018. Product type lead product ID 97745 serial# (B)(4). Product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.